Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed calibration error and their sensor glucose and blood glucose were out of range. Customer's blood glucose was 47 mg/dl at the time of incident. Troubleshooting was declined by customer for the low blood glucose. No further details given.